Event description:
Clinical information: crd_1003 - vantage ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 27mm navitor/portico ng valve was chosen for procedure using a flexnav delivery system. Heparin was administered during procedure. The patient's activated clotting time (act) level was 363 seconds. Access was achieved through the right transfemoral artery. A pre-implant balloon valvuloplasty was performed once with a 22mm non-abbott balloon. During procedure, the valve was re-sheathed four times because it was positioned too high. The valve was in an acceptable position after full release. A post-implant balloon valvuloplasty was not performed. During procedure after the valve was implanted, a third-degree atrioventricular (av) block was noted. A biventricular permanent pacemaker was implanted on (B)(6) 2022. The post-implant echo mean aortic valve gradient was 3.8mmhg. There was no paravalvular leak. The final implant measurements were 35.85mm for the stent diameter on the aortic side and 24.96mm for the stent diameter on the annulus side.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1003 - vantage ide study, patient site ID: (B)(6), (B)(4). It was reported that on (B)(6) 2022, a 27mm navitor/portico ng valve was chosen for procedure using a flexnav delivery system. Heparin was administered during procedure. The patient's activated clotting time (act) level was 363 seconds. Access was achieved through the right transfemoral artery. A pre-implant balloon valvuloplasty was performed once with a 22mm non-abbott balloon. During procedure, the valve was re-sheathed four times because it was positioned too high. The valve was in an acceptable position after full release. A post-implant balloon valvuloplasty was not performed. During procedure after the valve was implanted, a third-degree atrioventricular (av) block was noted. A biventricular permanent pacemaker was implanted on (B)(6) 2022. The post-implant echo mean aortic valve gradient was 3.8mmhg. There was no paravalvular leak. The final implant measurements were 35.85mm for the stent diameter on the aortic side and 24.96mm for the stent diameter on the annulus side. No additional information was provided. Subsequent to the previously filed report, additional information was received that the delivery system was a 19f flexnav delivery system, model fn-ds-lg-ide, serial number (B)(6), lot 7998030.

Manufacturer narrative:
An event of resheathing the valve 4 times and atrioventricular block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Possible contributing factors to arrhythmia after a navitor valve implant include patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. Information from the field indicated that the patient had pre-exiting atrial fibrillation, which could have contributed to the event. There is no indication of a product quality issue with regards to manufacture, design, or labeling.